Event description:
It was reported that the device performed several restarts while ventilating a patient. There were no patient consequences reported.

Manufacturer narrative:
The affected device was examined by the dräger service technician on site. The analysis was based on the description of the event. Based on the information available, it can be assumed that a defective pcb co2 carrier caused the reported restarts. As reported, the device reacted to a detected deviation with acoustic and visual alarms. After replacement of the pcb co2-carrier and a preventive replacement of the pcb cpu, the device was tested without any errors and then returned to the customer. The device behaved as specified for the error case and tried to eliminate the error with a warm start. During a warm start, the evita opens the airway system to allow spontaneous breathing and turns the screen dark. This process is accompanied by an acoustic alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The number of comparable cases, related to the root cause, is within the originally assumed range of the underlying risk assessment and is therefore accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device performed several restarts while ventilating a patient. There were no patient consequences reported.